Event description:
Information was received from a consumer via a manufacturer representative regarding an implantable drug infusion pump indicated for malignant pain. The pump contained fentanyl with a concentration of 900 mcg/ml at an unknown dose. It was reported the patient checked into the intensive care unit (ICU) with an alarming pump. A manufacturer representative went to the hospital on the (B)(6) of that month and discovered the pump had reset itself, gone into safe mode, and had a low battery alarm. It was unknown what environmental/external/patient factors that might have led or contributed to the issue. The pump logs were read for troubleshooting. The pump was replaced. No patient symptoms were reported. The issue was resolved at the time of the report. The patient status at the time of the report was alive ¿ no injury. Additional information received from a health care provider (hcp) on (B)(6) 2017 reported the reason for the pump revision was end of service (eos). The root cause of the revision was not related to a device or therapy complaint.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.